Manufacturer narrative:
(B)(4). Device evaluated by MFR.: a visual examination of the device found that the returned balloon showed evidence of being inflated. One blade was lifted for a length of 2mm from the proximal end of the blade. The pad was intact. All other blades were fully bonded to the balloon surface. The device was attached to an inflation unit and an attempt was made to inflate the device when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak 6mm distal to the proximal end of the blades. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that while unpacking for an angioplasty procedure, one of the device's tines (blades) was sticking up.the event occurred during unpacking the pcb 8.00mm / 2.0cm / 90cm peripheral cutting balloon. The procedure was completed using another of the same device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while unpacking for an angioplasty procedure, one of the device's tines (blades) was sticking up. The event occurred during unpacking the pcb 8.00mm / 2.0cm / 90cm peripheral cutting balloon. The procedure was completed using another of the same device.